Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 409252 implantable pacing lead - (B)(6) 2013. (B)(4).

Event description:
It was reported that post implant the atrial lead needed to be repositioned as it had a potential performance issue. It was noted per the physician that no significant fluoro changed. The lead was repositioned successfully and remains in use. No patient complications have been reported as a result of this event.